Manufacturer narrative:
Corrected information: distributor, foreign. Investigation - evaluation: a review of the complaint history, drawings, device history record, manufacturing instructions, quality control, functional testing and visual inspection of the returned device was conducted during the investigation. One three-way plastic stopcock was returned for investigation. Two cracks at the base of the stopcock were noted, both are 6mm in length. The device did fail leak testing. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There was one other reported complaint for this lot number. It is noted the date of the event occurred on (B)(6) 2017. The device was manufactured on 01mar2012, therefore the expiration is date 01mar2017. Device was used after expiration. Based on the information provided, examination and testing of the returned product, and the results of our investigation; the root cause of cracking/leaking stopcocks was determined to be stopcock stems molded of a particular nylon have the potential to absorb moisture resulting in an increase in diameter raising the potential for cracking of the stopcock body. Measures have been initiated to address this failure mode. We will continue to monitor for similar complaints, and have notified the appropriate personnel of this event.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that a three-way plastic stopcock product was observed to have a crack. It was reported that this malfunction was noticed prior to any patient contact. No adverse events have been reported regarding this occurrence.

Manufacturer narrative:
Correction: model number: 4317352. The event is currently under investigation. A supplemental report will be submitted upon completion.